Event description:
Baxter product surveillance received a report from a home pt's nurse that a minicap had fallen off a home pt. Although the pt received prophylactic antibiotics (vancomyacin and fortaz, intraperitoneal), there was no pt injury or further medical intervention.

Manufacturer narrative:
Sample was discarded and not available for analysis. Renal product surveillance, quality engineering, along with plant mfg, will continue to monitor this product line.